Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller fault alarm and performed a controller exchange. Upon interrogation no alarms prior to the controller exchange were seen. Log files were submitted for review and captured power cable disconnects with the white power lead at 16:52 and 15:54 on 23aug2025. It was noted that the white power lead may not have been properly secured. The driveline was disconnected at 17:10.

Event description:
It was later clarified that the alarm was suspected to be an emergency backup battery (ebb) fault alarm and that the patient had incorrectly reported the alarm type. The alarm appeared to have resolved following the controller exchange once the patient was in clinic and reconnected to the monitor. There was no additional troubleshooting performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and a system controller exchange were confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 23aug2025 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The driveline was disconnected on 23aug2025 at 17:10:59 to exchange the system controller. The system controller was not returned for analysis. Additional information provided communicated that the patient exchanged their system controller, and the issue resolved. It was also noted that no products would be returned for analysis. The root cause of the reported backup battery fault alarms could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The reported system controller exchange was determined to be due to a user error in which the system controller in response to a no external power alarm that occurred while connected to the mpu. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 16oct2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.